Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) had an unsuccessful defibrillation threshold (dft). The plan was to add another lead. Additional information obtained from the field representative indicated that the planned procedure was performed the next day. The device remains in service. No additional adverse patient effects were reported.